Event description:
The customer called technical support (ts) and reported that the device has an error code 1122 blower temperature high message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse). The customer is reporting that running the v60 for 24 hours and not being able to replicate the diagnostic code 1122 blower temperature high. Biomed will call back if they have any additional questions. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.